Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports capsular contracture (baker grade not advised). It is unknown if the device has been explanted. This record relates to the left side.

Event description:
Physician reports pain and capsular contracture (baker grade IV) discovered through clinical signs and ultrasound. The device was explanted. This record relates to the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, corrected, and/or changed data: b.3, b.5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to capsular contracture baker grade unknown.

Event description:
Physician reports pain and capsular contracture, baker grade IV. The device was explanted.